Event description:
The patient was implanted with an acute blood pump system for left ventricular support. The hospital's perfusionist reported that the flow would not go up despite repositioning the cannulae and double checking everything. As soon as they switched to another console, circuit, and blood pump, the flow resumed to normal. The biomed checked the console and motor and nothing was wrong.

Manufacturer narrative:
The blood pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.